Event description:
It was reported that the patient had a CT scan with dye about a week ago and didn't turn stimulation off prior to the scan. During the scan the patient stated that it felt like electricity was going down her feet and back and stimulation got real strong. A week later the patient reported that when she decreased stimulation intensity it stayed the same, but when she increased stimulation intensity it did go up. The patient had an appointment with her hcp scheduled for (B)(6), and stated that she was possibly going to discuss with her hcp about getting another implant but she was hesitant due to fact that the current device lead implant surgery was very painful and the worst pain she ever had. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4).